Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are experiencing gum disease. They had a recent dental cleaning where they were informed that they need 4 filling in between their molars. They believe it is due to the aligners. This is a contraindicated patient.